Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl and 400 mg/dl. The customer treated with bolus and manual injection. Troubleshooting was not performed for high blood glucose. The customer also stated that the insulin pump was not working. The insulin pump will be returned for analysis.